Manufacturer narrative:
This report is submitted on march 31, 2022.

Event description:
Per the clinic, the device was explanted (date not reported) due to gradual deterioration in the sound quality. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached." This report is submitted on september 13, 2022.

Manufacturer narrative:
This report is submitted on may 5, 2022.